Event description:
It was reported that the device could not be interrogated. The patient is new to the clinic and has not had a device check for a very long time. The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device could not be interrogated. The patient is new to the clinic and has not had a device check for a very long time. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed normal battery depletion.